Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, provided pump reset information, and instructed the caller to continue using the pump while advising them to call back if the malfunction code recurs. The caller acknowledged and understood the instructions.